Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer stated he had been experiencing high blood glucose levels for one week. Troubleshooting was not possible at the time of the call. Advised the customer to call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.